Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge went form 45% to 5% within minutes. In addition, the customer reported the battery gauge remained at 65% for 2 day despite the pump being in use. The customer's blood glucose level was 124 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.